Manufacturer narrative:
(B)(4). Date of initial report to FDA: (B)(4) 2012.

Event description:
According to the reporter: the customer reports that the clip didn't come out, but stayed jammed in the instrument, causing the vessel to be cut. The operator used a second device to continue the operation.